Event description:
It was reported that this pacemaker was part of system revision due to infection with endocarditis and vegetation in the heart. No additional adverse patient effects were reported. The pacemaker was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.